Event description:
Litigation alleges that patient has experienced pain and is planning to revise the left hip. She has pinnacle in her right hip (reported in a separate complaint); doi: unknown - dor: none reported (left hip); patient is a resident of (B)(6). Update (B)(4) 2012 - litigation papers allege the patient suffered extreme pain in her hip causing difficulty ambulating and other medical conditions to her detriment and the release of metal ions into her body that have reached dangerously high levels causing serious and permanent damage to her body. Doi: (B)(6) 2009. Update (B)(4) 2014 - der rcvd ad (B)(4) 2014. Updated (approx) doi and dor, additional reason for revision added as raised metal ion levels. Product and lot numbers updated. Update rec'd (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob. The stem is being added to the complaint for elevated metal ion levels. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.